Event description:
Boston scientific received information approximately five years ago that no tones were heard when a magnet was applied to this implantable cardioverter defibrillator (ICD). The device was interrogated and all programming seemed correct. Beep on paced and sensed events was programmed on and no beeping was heard. Beep on charge was programmed and a manual capacitor reformation was completed. Beeping was heard and, subsequently, beeping was heard with beep on paced and sensed events programmed on and with the application of a magnet. This device was recently explanted for normal battery depletion (nbd) and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.